Event description:
It was reported that during a hysterectomy procedure, several times during the case reposition on tissue was displayed. It was difficult to drive the I-blade across the thick tissue even though the energy button was fully depressed. The same device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. If the device was activated across a staple line or other metal in the jaws, this would cause the "reposition and reactivate" yellow alert screen to appear on the generator. The "replace instrument" screen is displayed after receiving two yellow alert screen messages of "reposition and reactivate" .